Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Correction h5 labeled for single use no sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400680794. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: programmed pump flow: 143ml/h (milliliters an hour). After an hour, the bag had not diminished; no flow had been observed. The pump was restarted, but the same thing happened. The pump was changed, and the bag administered. No alarm - no pump blockage. Chemotherapy administration. Delayed administration. The pump was put back into circulation with instructions given to caregivers regarding the tubing. To date, no new malfunctions have been reported.